Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. There was no associated with the alleged defect (as per the customer¿s indication). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front panel of the high flow insufflation unit flickered during the recall action. The issue occurred during the preparation before use for a therapeutic gall bladder surgery procedure, which was completed using a similar device without any delay. There were no reports of patient or user harm associated with this event.